Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have "bad leads" and that their physician is aware. The right ventricular (rv) lead and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.